Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device was found out of spec with respect to the close door alarms, which were reproduced. Door jammed messages were also confirmed during the review of the by a cracked threaded insert boss and raised threaded insert causing separation between the front case and mechanical assembly. This resulted in excessive force being required to close the door. The front case assembly was replaced.

Event description:
It was reported that a spectrum pump experienced a close door alarm and did not recognize a closed door. It was also reported there was no pt involvement.